Event description:
Per the clinic, the patient was kicked in the head at the site of the implant after which he was unable to get benefit from the device. Explant and reimplantation is planned, but had not taken place at the time of this report august 24, 2009.